Manufacturer narrative:
The reported event of ipg end of life (eol) was confirmed. The ipg battery voltage was below the elective replacement indicator (eri) voltage threshold and the ipg had declared end of service (eos). An estimate of longevity determined that the ipg had normal battery depletion and reached its normal end of life (eol). Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported the patient's ipg was end of life, and it is unknown if the device depleted prematurely. The patient was not receiving therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.